Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in moderately tortuous and severely calcified left superficial femoral artery. A 7.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. However, during the initial inflation at 10 atmospheres in 20 seconds, the balloon was ruptured. The device was removed without any problem and it was noted that the balloon part was vertically separated. The procedure was completed with different device. There were no patient complications nor injuries reported and the patient condition was good.

Manufacturer narrative:
A2 - age at time of event: 18 years or older. Device evaluated by MFR.: a mustang device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. A longitudinal tear was identified in the balloon material. The tear measured 15mm in length and extended from a position 1mm proximal of the distal markerband to 16mm proximal of the distal markerband. A visual examination observed no damage to the tip of the device. A visual and tactile examination found no kinks or damage to the shaft of the device. Both markerbands were undamaged and present on the shaft of the device.

Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in moderately tortuous and severely calcified left superficial femoral artery. A 7.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. However, during the initial inflation at 10 atmospheres in 20 seconds, the balloon was ruptured. The device was removed without any problem and it was noted that the balloon part was vertically separated. The procedure was completed with different device. There were no patient complications nor injuries reported and the patient condition was good.